Event description:
This report is to advise of an event observed during analysis. Degradation problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach degradation at the proximal end of the partial lead. Electrical testing did not find any indication of conductor fractures or internal shorts.